Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reports one pt that is overcorrected in the right eye following lasik surgery due to high voltage. Additional info has been requested.